Manufacturer narrative:
The ams700 ipp cylinders were visually inspected and functionally tested; no leaks were found. The cylinders performed within specification. The ams 700 momentary squeeze (ms) pump was visually inspected; no leaks were found. The pump was functional tested and failed deflation test (2). Product analysis confirmed pump malfunction. The product record review confirmed the reported events do not represent an unanticipated event nor did the device fail to meet applicable product specifications prior to shipment from boston scientific. An investigation conclusion code of caused traced to component failure was chosen, as product investigation identified a pump malfunction with the returned pump. Review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. The product analysis results and event report provided no objective evidence that would warrant further escalation.

Event description:
It was reported that the patient had a replacement of an inflatable penile prosthesis(ipp) preconnect component due to a device performance issue. The pump bulb was not hard to squeeze and did not stay deflated longer than expected after the squeeze. The cylinders would deflate only if the release was being pushed continuously. A patient outcome was not reported.

Event description:
It was reported that the patient had a replacement of an inflatable penile prosthesis(ipp) preconnect component due to a device performance issue. A patient outcome was not reported.

Manufacturer narrative:
Additional information received that the pump bulb was not hard to squeeze and did not stay deflated longer than expected after the squeeze. The cylinders would deflate only if the release was being pushed continuously.

Event description:
It was reported that the patient had a replacement of an inflatable penile prosthesis(ipp) preconnect component due to a device performance issue. A patient outcome was not reported.